Manufacturer narrative:
Reason for reoperation: visibility/palpability ¿nipple areolar ptosis¿. Clarification to d6a: implant date was reported as (B)(6) 2005. The event of "visibility/palpability-nipple areolar ptosis" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported "size exchange". Later healthcare professional reported "grade 1 to almost grade 2 nipple areolar ptosis, "indentation or concavity", "double bubble type appearance in the left lower pole" and "mild pain in my shoulders, mild pain in my neck and back". This record is for the left side. The device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6 device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ pain: unable to observe through visual inspection as it is a physiological phenomenon. ¿ visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis opening, wear abrasion and creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "size exchange". Later healthcare professional reported "grade 1 to almost grade 2 nipple areolar ptosis, "indentation or concavity", "double bubble type appearance in the left lower pole" and "mild pain in my shoulders, mild pain in my neck and back". This record is for the left side. The device was explanted and replaced.